Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
The customer replaced the chloride electrode and the system was determined to be operational. There was no need for a siemens field service engineer (fse) to visit the customer site. The chloride electrode was replaced and the instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800 for 25 pts. The results were reported to the physician. The pt samples were repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.